Event description:
It was reported frequent occlusion alarms occurred causing the customer's blood glucose level to go above 300 mg/dl. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.